Event description:
During service by baxter, failure code 703:00 was found. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.